Event description:
Per the surgeon, the pt's device was explanted in 2007 due to skin flap necrosis and device extrusion. No info regarding reimplant surgery was provided.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.